Manufacturer narrative:
. E3: occupation: ir lab manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the physician was deploying angio-seal and did not get the second click. They pushed the angio-seal device forward back into the sheath when another click was heard. They pulled the angio-seal back and this time received confirmation of the second click. The device deployed as normal. Patient arteriotomy would not stop bleeding after an hour of manual pressure. Patient was taken to computed tomography (CT) and that is when the vascular surgeon saw the footplate in the popliteal artery. Patient taken to operating room (or) where the angio-seal was removed. Procedure performed prior to the use of the angio-seal was neurovascular procedure. Procedure sheath size was 8fr. No difficulties with arterial access, sheath, guidewire, or catheter insertion. The issue as originally reported was the withdrawal of the angio-seal device itself. Physician reported not getting the second click which locks the footplate at the edge of the sheath. From there, physician pushed the angio-seal vip device back to the original position where she received the first click. A pre-deployment angiogram was performed and no disease was present. Patient was stable.